Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 19:44:01. During night drain cycle twenty five, the patient's ultrafiltration reading was 1412ml, indicating the home patient (hp) drained 1412ml more than their maximum programmed fill volume of 450ml. No additional information is available.